Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited low impedance. The rv lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but internal shorting was noted at the connector region due to the over torqued inner coil. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. The cause of the reported event was isolated to the over torqued inner coil at the connector region consistent with procedural damage.